Event description:
A nurse reported that a knife was blunt. It is unclear if the knife made contact with a patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. A root cause has not yet been identified. (B)(4).